Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. Broken piece was found to be missing as a result of breakage. The missing piece was approximately 0.19"x 0.08". This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the maryland bipolar forceps instrument's pulley allegedly broke off and fell inside the patient, and the fragment was not retrieved. Based on the failure analysis results, there is no indication that a malfunction of the instrument occurred since the damage to the instrument was determined to have been due to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the "yellow color material driving the pulley" of the maryland bipolar forceps instrument broke and was dislodged into the oral cavity. There was an attempt to retrieve the broken fragment; however, it fell back into the oral cavity and could not be found and therefore, not retrieved. Another instrument was opened to complete the procedure. On 13-august- 2018, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: one hour into the da vinci-assisted surgical procedure, while the surgeon was lifting up unspecified tissue, it was reported that the maryland bipolar forceps instrument possibly collided with a monopolar instrument. It was confirmed that no medical intervention was administered due to the intra-operative complication since it was determined that the missing fragment was a small plastic fragment with little potential risk to the patient. The customer confirmed that there were unspecified post-operative tests done; however, no foreign body was detected. The reporter stated that the instrument was inspected prior to use and there was no defect. After the surgical procedure was completed, the patient was reportedly doing fine. As of the date of this report, no post-operative complications have been reported. There is a video recording of the procedure available; however, to this date isi has not received a copy of the recording for review.